Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: anisomastia, muscle spasms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone primary breast augmentation with an unspecified mentor smooth saline breast prosthesis on the right breast, suffered a right implant that did not sit correctly and had issues with the muscle; patient was having spasms, post-procedure. As a result, the patient underwent bilateral removal and replacement with mentor saline prostheses on (B)(6) 1998.